Event description:
The following was reported to hamilton medical ag: in asv ventilation mode, the device alarmed a too low breath volume. The alarm could not be acknowledged.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: the logfiles analysis outcome is the following: findings: many "vt low", "low minute volume" and "disconnection alarms" during ventilation. Last successful fs calibration before the event: (B)(6) 2023 08:58. Device rebooted and still many alarms. No fs calibration or tightness test to troubleshoot the issue. Conclusion: tube set was in use for 27 days. According to the user the device was in working order after doing preop tests. The flow sensor was used an extended time, the ventilator worked as intended. No patient harm was reported.

Event description:
The following was reported to hamilton medical ag: in asv ventilation mode, the device alarmed a too low breath volume. The alarm could not be acknowledged.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device was unable to operate at the time of the event while the ventilator was in use. The root cause of the issue was not due to the device but due to the external flow sensor not being calibrated. There was no patient or user harm.